Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for prime/fill anomalies due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer reported that insulin was squirting out during the manual prime process. Customer stated that the insulin continues to drip after motor stops during the manual prime process. Customer stated that they was unable to exit the preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.